Event description:
It was reported that during orthopedic surgery, while using the vapr coolpulse90 electrode device, it was observed that there was a foreign body in the joint cavity of the patient on the display. According to the reporter, the rf electrotome head was immediately inspected and it was found that the cortex wrapped at the head end of the head was detached. It was reported that the foreign body was immediately removed and it was confirmed that the foreign body was the cortex wrapping at the head end of the rf electrotome. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (u2403008), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: b5: upon subsequent follow-up with the customer, additional information was received. The reporter clarified that the event occurred during arthroscopic shoulder cuff repair surgery due to shoulder cuff injury. It was reported that during the surgery the vapr coolpulse90 electrode device was used to clean the soft tissue and during the use it was found that there was a foreign body in the joint cavity of the patient on the display. As per previous report, the rf electrotome head was immediately inspected and it was found that the cortex wrapped at the head end of the head was detached. It was reported that the foreign body was immediately removed and it was confirmed that the foreign body was the cortex wrapping at the head end of the rf electrotome. Additional information received confirmed that another like device was used to complete the procedure and there was a thirty minute delay in the procedure. There were no adverse patient consequences reported. No additional information was provided.